Manufacturer narrative:
Device evaluation completed on july 09, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that an area of excess material was observed over the posterior view of the shell of the smooth hpg, 550cc, measuring 0.4 cm x 0.4 cm (4 mm x 4 mm). Additional analysis was performed to identify the composition of the material and it revealed they were primarily composed of polydimethylsiloxane- based material (pdms) material better known as silicone, confirming the implant shell is the source of origin. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. While this complaint was initiated for nick or mark on the implant, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will no cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. H6 health effect - clinical code e2402: cosmetic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel, 550cc breast implant experienced implant shell irregularities intraoperatively. The report indicated that there was something small noticeable on the implant and doctor did not want to use on the patient. The patient was under anesthesia ready for surgery when doctor open the implant and noticed the concern mark and did not use and placed another implant from the stock. No adverse event or patient consequences reported.